Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
According to the revision operative notes; the patient was revised due to loosening of the acetabular prosthetic component. There was no bony growth throughout the acetabular component.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unk, unknown femoral head, unk; unk, unknown m/l taper stem, unk; unk, unknown continuum cup, unk.

Event description:
It was reported that a patient experienced dislocation after revision surgery. Attempts have been made and additional information on the reported event is unavailable at this time.